Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set tap not sticking event on (B)(6) 2024. Non-serialized product being replaced. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3. E1:(B)(6). Patient country: united states